Event description:
It was reported that stimulation could not be adjusted. There was a display showing a "call your doctor" icon. There was an oor condition but the pt had not noticed any changes in therapeutic effect. Impedance were done and a short circuit was detected on contacts 1,2 which were the contacts for groups b and c and used 100% of the time by the pt. Low impedances of 250 - 2000 ohms on the unipolar range and 250 - 4000 ohms on the bipolar range for electrodes 1,2 were reported. The pt would continue to get oor if groups b and c were used. There was a potential need for a surgical revision. X-rays were taken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the patient had revision surgery of her extensions and ins, following the oor condition. If additional information becomes available, a follow-up report will be sent.

Event description:
Further information was received, which conflicts with previous information reported. It was additionally reported that the patient was at the gym in (B)(6) of 2010 when he felt a snapping, as if hed pulled a muscle. The patient went in and had the left lead and neurostimulator replaced on (B)(6), 2010. The patient did not have the lead replacement information. The company's device registration system showed only that the neurostimulator was replaced on (B)(6), 2011. No additional information was provided.